Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a fan problem. Unit reported to make a high pitched noise when the unit was unplugged, but display no faults or alarms on the screen. Biomed stated they believed the issue to be related to the fans. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse noted that the log review shows a fault #7 and multiple #118 faults generated over 10 seconds when issue occurred. The fse confirmed that the unit is working properly when in patient mode. The fse reseated the solenoid control board. Confirmed proper function and response of all solenoids. Unit tested with a balloon and patient simulator for two hours with no alarms or issues. Unit unplugged from wall outlet multiple times in patient mode with no alarms or issues. The fse could not duplicate the issue. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) had a fan problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).